Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that wires could not be inserted into the quick coupling device. There were no delays to the surgical procedure as an identical spare device was available to successfully complete the procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. It was determined that organic debris, medical matter, and corrosion were clearly observed and were a typical result of insufficient cleaning, which is failure to follow directions for use. The assignable root cause was determined to be due to the due to improper cleaning, which is further defined as misuse, abuse, and/ or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.